Manufacturer narrative:
The initial service request to sales and service unit from the hospital facility was later on canceled. The hospital resolved their issue on their own, no further information were obtained. A "flow transducer test" is part of the mandatory pre-use check procedure, to be performed by the user before clinical usage. The sub test checks the inspiratory flow transducer. Calibrates and checks the expiratory flow transducer. This test can conclude unsuccessful for several different reasons. Recommended action if the test fails is as example check that the connected gas supply pressure (air and o2) is within the specified range. Check the expiratory cassette. For further details please find further instructions in the device service manual. We have not been able to establish the cause of the experienced event.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The service call was cancelled by the user facility. The ventilator logs and other information were not provided. The investigation could not go further due to inadequate information and as a consequence, the root cause was not determined.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).